Event description:
Dr placed a stapler in the abdomen to use. He completed his stapling and requested a reload. Upon removing from abdomen he said he did not have a clean staple line. He requested a new reload cartridge. Once again the stapler did not release all the stapler. He inspected abdomen for loose staples. A new stapler and reload where used.